Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that an alarm 22 occurred however, the alarm was unable to be cleared. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method for insulin therapy.